Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing redness, a heart rate that they felt was too slow and thinning of the skin around their ipg. It was also reported that the ipg had migrated. The ipg was functioning appropriately. The ipg remains in use. No patient complications have been reported as a result of this event.